Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) came out of the skin with the device when it was removed, preventing proper hemostasis. Hemostasis was achieved by manual compression for less than 30 minutes. The patient recovered after the mynx event. There was no reported patient injury. There was no damage to the device prior to opening the package. The device was stored and prepared according to the instructions for use (IFU). The deployer was mynx certified. The device storage temperature did not exceed 25°c. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5mm, with little vessel tortuosity. The stick location was at the cfa, and there was no presence of pvd or calcium near the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. A 5f non-cordis sheath was used. Button #1 and button # 2 were both fully depressed, and the balloon was fully deflated. No resistance was noted during use of the device. The sealant was deployed partially out of the skin and was dislodged from the arteriotomy. The sealant appeared to stick to the device. Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the sealant of a 5f mynx control vascular closure device (vcd) came out of the skin with the device when it was removed, preventing proper hemostasis. Hemostasis was achieved by manual compression for less than 30 minutes. The patient recovered after the mynx event. There was no reported patient injury. There was no damage to the device prior to opening the package. The device was stored and prepared according to the instructions for use (IFU). The deployer was mynx certified. The device storage temperature did not exceed 25°c. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm, with little vessel tortuosity. The stick location was at the cfa, and there was no presence of pvd or calcium near the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. A 5f non-cordis sheath was used. Button #1 and button #2 were both fully depressed, and the balloon was fully deflated. No resistance was noted during use of the device. The sealant was deployed partially out of the skin and was dislodged from the arteriotomy. The sealant appeared to stick to the device. Other procedural details were requested but were not provided. The returned non-sterile 5f mynx control vascular closure device was visually examined and found with button 1 in a fully depressed state and button 2 not actuated. The stopcock was closed, no syringe was included, and the sealant was deployed but remained on the delivery shaft. The sealant sleeves were retracted, consistent with button 1 activation. A non-cordis catheter sheath introducer was attached, with the balloon deflated, core wire present, and atraumatic tip free of damage. Evidence from the sterilization laboratory indicated partial deployment of button 2 prior to sterilization. Functional testing could not include simulated deployment because the sealant was exposed, though actuation of button 2 produced the expected balloon retraction without impediment. All observed conditions were consistent with a partially actuated unit, and no abnormalities suggesting design or manufacturing issues were identified. The reported malfunction ¿sealant ¿ inaccurate placement ¿ partial¿ was observed during evaluation. The exact cause of the event cannot be determined; however, the partial deployment of button 2 suggests procedural factors may have contributed. Information for safety is provided in the product¿s labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿to ensure proper deployment and use of this device and to prevent injury to patients, read all information contained in these instructions for use.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.